Manufacturer narrative:
The hill-rom technician found the bed exit not alarming. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician recalibrated the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is not alarming. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).